Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd891333 and no issues were noted during the manufacture of this lot. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. The mom does not know what caused the peritonitis. The patient was discharged from the hospital on (B)(6) 2012 and is recovering from this event. The patient was still using the pd solutions. Follow up information from the nurse on (B)(6) 2012. The nurse declined to provide additional information.